Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) was evaluated following the reported event of the patient hearing beeps while switching from the mpu to battery power. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted. The submitted log files contained partially overlapping data spanning approximately 41 days ((B)(6) 2021 per the timestamp). There were no notable atypical alarms active in the log file that would indicate an issue with the mobile power unit. Additionally, there were no reported issues with the mpu. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mpu, if any products will be returning for analysis, if there is a suspected issue with the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet, if the ac power cord came loose at the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, no response was given. The reported event could not be correlated to an issue with the mpu. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm while switching from the mobile power unit (mpu) to batteries. The backup battery was used 7 times and not ready for change. The log file captured speed drops less than the low speed limit and pump stops on (B)(6) 2021. This appeared to only occur while connected to the mpu. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was to remain on batteries until cause was identified. There were additional speed drops and pump stops on (B)(6) 2021 while connected to the mpu which further indicated a driveline short to shield. The x-ray image of the driveline showed an unusual area near the distal end. The patient had a percutaneous lead repair on (B)(6) 2021 approximately 3 inches from the exit site. The patient had additional pump stops post repair and will remain on an ungrounded patient cable. Related manufacturer reference number: 2916596-2021-07581.